Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result was 233 pg/ml. The sample was repeated twice with results of 52.5 pg/ml and 52 pg/ml. The result of 52 pg/ml was reported outside of the laboratory. The questionable result was not reported outside of the laboratory. The e801 module serial number was (B)(4).

Manufacturer narrative:
Calibration and qc were acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.